Event description:
Attorney involvement alleged when patient attempted to stand after treatment when the arm of the chair swung open. Serious injury alleged and resulted in death.

Manufacturer narrative:
MDR decision date: (B)(6) 2012. (B)(6) 2012 - (B)(6) - no RMA has been initiated for this issue. Model, serial number/date code and age of product are unknown at this time. The patient is a female whose age, height and weight are unknown. The patients medical condition, stability and medication regimen are unknown. The patients technique while using the device is unknown. The maintenance history of the device is unknown. The patient was allegedly seated in a champion manufacturing recliner, when she attempted to stand up, after a treatment at a dialysis center, the arm on the recliner allegedly swung open. The patient allegedly fell and sustained unspecified fractures and subsequently passed away. No other information is available at this time.